Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received via a direct call from the customer to the emergency support program. The patient reported that the drain indicator (check mark) was present and that fluid had been successfully drained from the collection chamber without issue. The patient observed drainage around the insertion site and inquired if the drainage was normal. No patient harm, injury, or adverse clinical outcome was reported at the time of the complaint.